Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch for high left ventricular (lv) lead pacing impedance measurements on the associated cardiac resynchronization therapy pacemaker (crt-p). Lv impedance measurements began trending upwards several months prior and recently went out of range at least two times. No oversensing was noted. Boston scientific technical services (ts) discussed programming options for lead safety switch. No adverse patient effects were reported. This lead remains in service.